Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. The cause of the event could not be determined from the information available and without device evaluation. A most likely cause of the complainant's event was improper tunnel placement. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remains in patient.

Event description:
It was reported that an mpfl (medial patellofemoral ligament) reconstruction was initially performed on (B)(6) 2015. Eight months post-op, the patient's patella was found broken and surgery was performed to repair the broken patella. It is reported that there was heat developing during drilling the patella in the initial procedure which may have caused bone necrosis and may have led to the breakage. As reported, trauma did not happen. No further information was made available upon request.